Event description:
It was reported that the patient experienced leg weakness and a concern about the potential for lead movement following a fall. The patient fell right on their ins on (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3093-28, lot# v826029, implanted: (B)(6) 2012. Product type: lead, product ID: 3037, serial# (B)(4). Product type: programmer. (B)(4).